Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference related MFR. Report number 1221359-2022-03251.

Event description:
The consumer reported two false positive results with the binaxnow covid-19 antigen self-test on an unknown date via social media. This report is for result one (1) of two (2). The consumer went to a doctor and tested negative (date, platform and sample type unknown). Although requested, no additional information was provided.